Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump and was not properly cycling the cartridge. Tandem customer technical support educated the customer on the proper load techniques. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed the pump supplies and resumed insulin delivery.